Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse completed the service programing and recalibrated the set up joint (suj), tornado and universal surgical manipulators (usms). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Although a definitive root cause cannot be determined, the probable root cause is attributed to a communication issue that was resolved by recalibration and testing of the system. The fse tested the system and recalibrated the set up joint (suj), tornado and universal surgical manipulator (usm).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical engineering team informed the technical service engineer (tse) that the system had an unrecoverable failure in universal surgical manipulator (usm) 4. The tse checked the system event logs and identified some failure records in set up joint (suj) 4. After analyzing the logs, the tse concluded that the problem may be in the distal suj or usm. The procedure was completed with no reported injury.